Manufacturer narrative:
It was reported that during inspection it was found that the device was broken. All pieces were recovered. Procedure was completed with and s+n backup device without surgical delays. The device, intended for use in treatment, was not returned for investigation. A product evaluation could therefore not be performed. Furthermore, the batch number is unknown and no complaint history review or production documentation review could be performed. Due to the inability to investigate this case, the root cause of the reported failure could not be determined conclusively. The case will be reopened, should the part be returned or should further information be received. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that during inspection it was found that the device was broken. All pieces were recovered. Procedure was completed with and s+n backup device without surgical delays.